Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth); section b3 (event date); section b4 (event description); section b7 (relevant medical history); section d1 (brand name); section d4 (model, catalog, lot number and UDI number); section g4 (date received by the manufacturer); section h4 (manufacturing date); the implant date was confirmed to be accurate. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter is reported to have been implanted via a left-sided vein. Approximately eleven years and nine months after the implantation, the patient underwent a computerized tomography (CT) scan that showed an infrarenal filter located approximately 4cm inferior to the right renal vein and 3cm inferior to the left renal vein. The study further noted mild tilting of approximately ten degrees with the apex of the device abutting the right lateral wall of the inferior vena cava (ivc) and the inferior aspect of the device against the left lateral wall of the ivc. No evidence of stenosis or perforation was seen. The patient further reported having experienced mental anguish, worry, fear and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt of the ivc filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: approximately 11 years and nine months post implantation, the patient underwent a CT scan which showed an infrarenal ivc filter located approximately 4cm inferior to the right renal vein and 3cm inferior to the left renal vein. There was mild tilting of approximately 10 degrees whereby the apex of the device abuts the right lateral wall of the ivc and the inferior portion of the device against the left lateral wall. There was no evidence of strut bending or perforation through the wall of the ivc. There was no stenosis of the ivc. There was a small hiatal hernia and surgical clips in the gallbladder fossa. There was a nodule on the right adrenal gland measuring 3.7 x 3 x 2.3cm. Density measurements were -13 hounsfield units which placed it in the category of a benign nonfunctioning adenoma. There was a mid-right renal cyst measuring 2.4 x 3.3cm. Scattered diverticuli were seen without evidence of diverticulitis. According to the information received in the patient profile form (ppf), the patient reports tilt. The patient also reports suffering from anxiety.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, filter tilt filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt of the ivc filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.